Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had surgery on (B)(6) 2017 to increase the flow of their bladder. It was indicated that the catheter was also removed. The patient stated that they were now constantly voiding "just little bits." They though maybe the interstim was set too high or something to cause this. During the report, the patient was able to decrease the amplitude. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.